Event description:
Information was received reporting a catheter revision. Representative stated that initially the patient had fluid build up at the catheter entry site. The physician drained the site and took an x-ray of the site. It was noticed that the catheter had migrated and was coiled up around l2-l3 at the catheter entry site. The patient did not have any recent accidents or falls. The cause is unknown. Distal end of the catheter was cut and explanted and a new catheter was implanted and connected to the proximal end of the catheter with a catheter revision kit. Patient had no other symptoms. The explanted catheter was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. The cause of the catheter migration was unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).